Manufacturer narrative:
It was reported that a patient was implanted with a stalif c device. Details of the implantation surgery are unknown. The stalif c device was removed on (B)(6) 2024. The distributor assisting the removing surgeon reported the stalif c device was removed due to pseudoarthrosis with no indication of device malfunction and no additional patient complications. The removal case was completed successfully with the stalif c cage being replaced by a skyline plate and screws plus conduit cervical interbody. A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints was found to be at a level where the clinical benefits outweigh the risks. A review of the related risk assessments found that the risks associated with the complaint are identified and mitigated to an acceptable level. The implant was not returned for evaluation following the removal as it was not released by the hospital. No further details on the removal case were provided. A patient x-ray taken prior to the removal case was provided which shows a multi-level fusion where the two fusion levels in the cervical vertebrae are misaligned, leading to the pseudoarthrosis observation. There was also ossification observed in the spinal canal. There were no anomalies associated with the complaint identified during the investigation. According to the distributor assisting the removing surgeon, the implant was removed due to pseudoarthrosis. This submission is 1 of 1 devices involved in this event.

Event description:
A stalif c device was implanted. Details regarding the implantation surgery are unknown. The patient later presented with pseudoarthrosis requiring removal of the stalif c device to treat the patient's condition. The stalif c device was removed on (B)(6) 2024 and replaced with a skyline plate and screws plus conduit cervical interbody. There was no indication of device malfunction and no additional patient complications reported. A patient x-ray taken prior to the removal case was provided which shows a multi-level fusion where the two fusion levels in the cervical vertebrae are misaligned, leading to the pseudoarthrosis observation. There was also ossification observed in the spinal canal. The removal surgery was successful.